Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: updated data: section e. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j employee. Device is not distributed in the united states but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the internal nailing surgery for the trochanteric fracture of femur (31a2.2) with the blade in question. Procedure was completed successfully without any surgical delay. After the surgery, on (B)(6), it was confirmed that the blade had slid to lateral by 30 mm. On (B)(6), the patient complained of pain and on october 11, it was confirmed by x-ray that the blade had returned to the medial side and perforated the femoral head, probably due to external force applied to the blade. There was no information from the patient such as fall. Concomitant devices reported: unknown proximal femoral nail antirotation (pfna) ii nail (part# unknown, lot# unknown, quantity 1), unknown pfna ii end cap (part# unknown, lot# unknown, quantity 1), unknown pfna ii screws (part# unknown, lot# unknown, quantity unknown). This report is for one (1) pfna-ii blade l95 tan. This is report 1 of 1 for complaint (B)(4).